Event description:
A customer reported experiencing a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with a complete pump reset, after which the error did not reappear, and the customer successfully started a new sensor session.